Event description:
Drug/diluent: ropivacaine 0.2% fill volume: 400ml & flow rate: unk. Procedure: shoulder manipulation. Cathplace: unk. Pump was attached to pt while in recovery and when the bolus button was pushed it stuck. After disconnecting the pump and flushing the catheter, the bolus button worked fine. The pump was reattached to the pt, and the bolus button got stuck again so a new pump was given to the pt. No adverse event occurred.

Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. The directions for use (dfu) (pn 1306085, rev. B) states: warning: if the button does not pop back up within 30 minutes, check position of orange refill indicator. If indicator is in the lowermost position, close clamp. If button pops back up within 10 minutes, open clamp and continue with infusion. If button remains stuck, it a may result in a significant increase in flow rate to pt. Keep clamp closed. Pump should be replaced if appropriate. If indicator remains in the uppermost position, something may be impeding the flow. Check for tubing kinks, closed clamp or patency of connected devices such as catheter or unvented filter (verify patency) according to your standard protocol." Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when rec'd and f/u up report will be filed.